Event description:
It was reported that the procedure was to treat a lesion in a large rca vessel. The lateral side was calcified. When advancing the vision, resistance was noted (with the vessel), and the stent would not cross. An attempt was made to withdraw the sds, but the resistance continued and the stent dislodged from the balloon. An attempt was made to pass the balloon back through the stent, but it was not successful. A 3.5x15 vision was placed in the distal part of the lesion and a 3.5x12 vision was placed in the remaining part of the lesion, as well as crushing the dislodged stent against the vessel wall. The pt did fine through the procedure.